Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing extracardiac stimulation from their left ventricular (lv) lead. The lead was repro grammed and remains in use. No further patient complications have been reported as a result of this event.